Event description:
Cap on y-port at gripper device loose, fell off while infusing chemotherapy causing chemo to leak onto pt. Approx 100mg gemzar (20-30 cc fluid) with y-cap off - there was direct communication between pt & air (no safety valve on) placing pt at risk for air embolism.